Event description:
It was reported that during implant attempt, there was positioning difficulty and the patient experienced phrenic stimulation. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood was noted on the distal conductor (not obstructed), the outer tubing overlay, and in/on lobe mechanism.